Event description:
Emergency medical technicians's attended to a person diagnosed in cardiac arrest. Automated electrocardiogram analyses were performed twice; each time a shock was advised and delivered. A third analysis was attempted and allegedly a motion alarm occurred for approx 30 seconds for no apparent reason. A third analysis was subsequently completed and a shock was advised and delivered. Paramedics arrived and administered add'l shocks and other therapy. The pt subsequently regained a pulse but expired later. The customer indicated the reported problem did not cause or contribute to the pt's death. The customer indicated the delay caused by the motion alarm was not significant to the pt's outcome.